Event description:
It was reported that the patient went to the emergency room with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 526 mg/dl while wearing the pod longer than 48 hours. According to the dexcom sensor, the patient's blood glucose level was reading at around 100 mg/dl but there was discrepancy with their actual blood glucose level. The patient was treated with the healthcare professional stabilizing their glucose values and ketones. The patient was discharged on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone16.2 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.